Manufacturer narrative:
(B)(4). Additional information: sled movement. The ec60 device was received for analysis with no visual non-conformances and with an ecr60d cartridge loaded on the device. The reload was received partially fired 1/16 and in good visual conditions. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The knife was returned to its home position and the device was tested for functionality with the returned cartridge reload by resetting and reloading it into the device and with a test cartridge reload. The functional test demonstrated that the remaining staples in the cartridge reloads formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a sigma resection procedure, the device did not fire at all and could not be opened. No further information is available. There was a ten minute delay. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.